Event description:
A malfunction alarm identified as malf 15 was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, but the same malfunction code recurred. As a result, technical support decided to replace the pump. The customer was advised to switch to multiple daily injections (mdi) as a backup insulin therapy and instructed on returning the faulty pump using a pre-paid label.